Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-00995- device 4 of 4 (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, the patient reported that the four infusion set was leaking .the infusion set is used for 1 day. No further information available.